Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
It was reported that the display screen was dim. The device was in use at the time of the event; however, no patient or user harm reported. The customer stated that the display was dim at start up, but was good after 2-3 minutes at full brightness. The customer reported that the unit had the old style hydis lcd installed. The customer also stated that the unit had a note stating there was an error code 2406. The remote support engineer (rse) advised the customer that unit can be upgraded to newer style nec lcd, by replacing the user interface display. The rse also advised that error code 2406 is not a valid error code, and that the customer can check error log for any codes between 1000-1200 for possible errors. The rse provided part and price, with no other concerns for customer. Further information is pending.